Event description:
Two pt samples with discrepant calcium results. Sample 1, initial result 6.1 mg/dl. Same sample repeated on a different instrument gave result of 7.3 mg/dl. Same sample also repeated using initial instrument, result was 7.2 mg/dl. Sample 2, initial result 6.5 mg/dl. Same sample repeated on different instrument gave result of 8.0 mg/dl. Same sample also repeated using initial instrument, result was 8.0 mg/dl. Erroneous results were not reported. The field service representative was unable to determine a cause for the discrepancies.